Event description:
The patient is a (B)(6), female, born (B)(6). She was diagnosed with adenocarcinoma of the right breast. She had a power port placed in the left subclavian vein in (B)(6) 2008. This device was used for chemotherapy administration, but had not been used for just over a year. The power port had routine flushes every six weeks. The patient advised it had not been flushing well over the past 18 to 20 weeks and she wanted the device removed. On (B)(6) 2011, surgery was scheduled to remove the power port. The physician, while extracting the hub, noted that the catheter was no longer attached to the port. Upon inspection of the hub, there was a small amount of catheter attached to it. The pattern of the fracture was irregular. The section of the catheter that had fractured could not be felt during the procedure and the physician chose to abort any further attempt to locate the remaining catheter. The patient was immediately sent for a chest film which showed that the catheter had migrated several centimeters. The patient was then transferred to interventional radiology where the catheter was successfully retrieved. The physician believes that the catheter had become detached prior to the surgery.